Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: received one used (half filled) easypump ii lt 60-30-s without package. Based on bbm investigation, the connection tube / lla-cone is blocked by glue. Corrective measures regarding gluing issues have been initiated and are documented under CAPA 001387. We assess this complaint to be justified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (half filled) easypump ii lt 60-30-s without package. The received sample was taken to a visual examination. In as-received condition the white clamp was closed and the patient connector was open. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected no solution (liquid) or crystallized drug residues at the filling port (lli-cone). Further on, we detected no residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump did not work (solution was not running). Leaks were not detected. The connection tube / lla-cone is blocked by glue during the manufacturing process. We consider the complaint as justified.the sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): partial infusion on 3 pumps. Drug: 5fu from pfizer.